Manufacturer narrative:
(B)(4) - the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 3.5x24mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was examined outside the patient, stent damage was noted. The procedure was completed with a different device. No patient injuries or complications occurred. Patient status is listed as 'good.' Additional information has been requested and is not available.